Event description:
It was reported that during the procedure part of the white teflon pad came off of the ultrasonic scalpel and fell into the patient. It took an hour to retrieve the teflon pad and the patient was administered additional anesthesia. No patient injury was reported and the patient was in satisfactory conidition after the procedure.

Manufacturer narrative:
The ultrasonic scalpel was not returned to ascent healthcare solutions for evaluation. Pictures of the device and device lot number were not provided either so it could not be determined if the device was repossessed by ascent. The procedure date was unknown by the hospital representative. The reported event is not occurring more frequently or with greater severity than is usual for the device. Device not returned to manufacturer.